Manufacturer narrative:
Product analysis: the nanocross elite otw pta balloon dilatation catheter was received within a sealed biohazard plastic pouch, within its opened labeled pouch, and loaded within its protective transportation hoop. No ancillary devices nor procedural images were received for evaluation. The nanocross elite dilatation catheter was received with the balloon chamber in a post-inflation profile, (e.g. Not tightly wrapped or winged). The balloon chamber had several zones of according folding. The inner guidewire lumen exhibited several zones of according folding. A 10cc water filled syringe was attached to nanocross elite y-manifold proximal hub luer lock and the guidewire lumen was flushed: with effort on the syringe plunger water was observed exiting the distal tip of the catheter. A 0.014¿ compatible guidewire was attempted to be loaded through the distal tip of the catheter but due to the according folding of the guidewire lumen within the balloon chamber the guidewire could not be navigated out the proximal hub of the y-manifold. A 10cc water filled syringe was attached to the inflation lumen luer lock of the catheter¿s y-manifold. A vacuum could be pulled and maintained. The balloon chamber was lightly inflated, and no leaks were detected. More zones of according folding of the inner guidewire lumen were noted. All the radiopaque marker bands are present and still attached to the inner guidewire lumen. A 20cc water filled syringe with manometer was attached to the inflation lumen luer lock of the y-manifold and the catheter was pressurized to nominal pressure of 8atm. No leaks were detected. The pressure was increased to rated burst pressure of 14atm. No leaks were detected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a nanocross pta balloon during treatment of the patient¿s anterior tibial artery. IFU was followed. No damage was noted to the product packaging prior to use. No issues noted when removing the device from the packaging. The device was prepped without issue. A non-medtronic inflation device was used for balloon inflation. It is reported a burst or leak or burst occurred on the catheter during balloon inflation. All fragments retrieved. The device was safely removed from the patient. No vessel damage was noted. No patient injury reported.